Event description:
The following info was reported by health (B)(6): it was alleged that, on (B)(6) 2009, pt underwent left inguinal hernia repair surgery. On (B)(6)2 009, external staples were removed. Pt reports that pain, which he had experienced since surgery, worsened. He visited a local hospital emergency department and was treated for suspected infection. With persistent pain, the pt has seen both the original surgeon and various other physicians and been treated for suspected nerve entrapment with a series of nerve block injections, but the conclusion appears to be that he needs revision surgery to adjust (or remove) the mesh.

Manufacturer narrative:
Based on the info provided, it is unk whether the device may have caused or contributed to the reported event. The pt indicates being treated for a probable infection. Although medical records have not been provided, the warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." The pt also alleges undergoing nerve block treatment and the need for a potential surgery to remove the mesh. Currently, the mesh remains implanted. A review of the manufacturing records was performed including a review of sterility records and there was no evidence of a manufacturing related cause for the reported event. With the currently available info, no conclusion can be drawn at this time.